Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y gastric bypass surgery, while stapling the jejunum, the device partially fired. The surgeon removed the jaws by parallel removal and sutured the staple line to resolve the issue.